Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating during a self-test, the device displayed "hw failure dpm". This is a hardware failure for the defibrillator pacing module. No patient involvement and the device is anticipated to be returned to an authorized bench repair service.